Manufacturer narrative:
No conclusion code available. Final analysis noted the reported field event of noise and inappropriate hv output was confirmed in the laboratory. The device was tested on the bench and a connection issue was noted on the hybrid. The cause of the field event is believed to be a connection issue between components on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was shocked and presented to the hospital. Interrogation showed excessive noise on both rv and atrial channels. Episodes of noise reversion were also present. The internal noise was believed to be from the device. The device was explanted and replaced. The patient is stable.